Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial flutter and atrial fibrillation, a farawave ablation catheter was selected for use. While wiring the left inferior pulmonary vein, the physician encountered resistance with the starter wire while the farawave catheter was in flower configuration. The guidewire became stuck and was difficult to manipulate. The physician re-advanced the guidewire into the left superior pulmonary vein and collapsed the catheter into the sheath, leaving only the guidewire exposed to facilitate adjustment. The guidewire was subsequently freed and repositioned. The procedure continued without further issue, and the physician was able to successfully ablate the remaining pulmonary veins using the same farawave catheter. No tissue was observed on the tip of the catheter or guidewire. The procedure was completed successfully with the reported device. No patient complications occurred, and the patient is expected to fully recover.